Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure that utilized a balloon catheter, the patient experienced an irregular heartbeat that required medical intervention. No further patient complications have been reported as a result of this event.